Event description:
In 2009, the customer reported that they got an error message while pacing a patient. This error message did not interrupt the pacing of the patient. There was no patient impact. The users switched to a different defib to continue pacing. The biomed evaluated the device after the incident, and identified an "ECG bias processor pca, (auto test)" message in the system logs.

Manufacturer narrative:
In 2009, the customer reported that they got an error message while pacing a patient. This error message did not interrupt the pacing of the patient. There was no patient impact. The users switched to a different defib to continue pacing. The biomed evaluated the device after the incident and identified an "ECG bias processor pca, (auto test)" message in the system logs. On 6/18/09, this device was received at the philips repair bench for evaluation. The device was fully functional for defibrillation and pacing. The processor pca was replaced based on the ECG bias processor pca, (auto test) message in the system log. This failure is a testing failure, and would not affect the delivery of therapy. Since the user may be disinclined to use the defibrillator due to the error message regardless of functionality, we will consider this a reportable malfunction of the processor pca.